Manufacturer narrative:
(B)(4). B5 describe event or problem - additional. H2 additional information. H6 health effect - clinical code - correction to remove code 1912 hypoglycemia. H6 health effect - clinical code - additional. Related record: (B)(4).

Event description:
Subsequent to the initial MDR, information was clarified on (B)(6) 2024. It was reported that on the morning of the event, the patient took levemir. His blood sugar was really high on the cgm around 400 mg/dl and stated he did not take any insulin (novolog) to avoid an adverse event occurred as previously reported (event date (B)(6) 2024). After dialysis treatment, he went to his room around 11:30am to lay down and the cgm beeped (showing a low reading). The patient's wife tried to give the patient sugar (frosting and lemonade) but he was already out of it. He was still conscious but could not drink anymore so his wife let him lay down again and called the paramedics. After being treated by paramedics, the patient was tired but felt better and was recovering. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. It was indicated that the patient was on dialysis during use of the device, which is off-label usage of the device. The patient stated that after dialysis treatment, they lost consciousness. The patient reportedly was not able to wake up due to hypoglycemia. The patient's wife called paramedics and when they arrived, they checked the patient's bg and itw as 32 mg/dl whiel the cgm was 55 mg/dl. The patient was treated with fast acting glucose via IV therapy. A bg was checked after treatment and it was 75 mg/dl. The paramedics advised the patient to remove the dexcom and change the sensor. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and no pairing code was provided. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was not found within the investigation window. The allegation was undetermined. The complaint is undetermined due to no data within the investigation window. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem additional information. D9: device returned to MFR additional information. D9: date device returned additional information. G3: date received by mfg additional information. G6: type of report updated/follow-up. H2: type of follow up additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation additional information.